Event description:
Caller states that the patient tested 2.0 inr on coaguchek test system 1 and 1.5 inr on coaguchek test system 2. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Coaguchek test system 1: meter strip lot 411a, exp 03/31/2008, cat/3116247. Coaguchek test system 2: meter strip lot 406a, exp 03/31/2008, cat/3116247.

Manufacturer narrative:
Suspect device in system 1 is coaguchek test strip lot 411a.